Event description:
It was reported that the ilet bionic pancreas experienced premature battery discharge, where the device was charged overnight but was found depleted at school and continued to lose charge rapidly despite being connected to a charger; the affected component was the battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature discharge of the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Although complaint could not be duplicated, it was confirmed through the engineering logs. Engineering logs indicated the device exhibited rapid battery depletion rate and was not charging on multiple instances while being on a charger. The issue is likely due to a faulty battery and a circuit power issue on the mainboard. The mainboard and battery will need to be replaced during refurbishment.